Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. The patient reported that her husband had to treat her for a low of 30mg/dl, with glucagon, that may have been caused by a missed audio alert. At the time of contact, the patient tested the receiver's high and low audio alerts and the receiver beeped. No additional event or patient information was provided. Data was returned but could not be investigated to confirm the reported event. However, the receiver was provided for evaluation. The receiver was determined to be in good condition based on external visual inspection. The receiver log was reviewed and found no observations related to the customer complaint. Global receiver functional testing was performed and resulted in no failures related to the reported event. The reported fault could not be reproduced. The customer complaint was not confirmed. A root cause could not be determined.